Manufacturer narrative:
The investigation into the reported infection/sepsis has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the infection/sepsis. Abiomed device is sterilized under validated conditions. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. Instructions for use for this event are as follows: impella 5.5 & cp: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ "arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿ ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿

Event description:
A 58-year-old male with decompensating non-ischemic cardiomyopathy (nicmp) of unknown origin presented with signs of infection at the impella's axillary insertion site. Culture revealed proteus bacteria strain. The impella was removed and a new impella was placed in the opposing axillary artery. Treatment consisted of site washout, debridement, wound vac and IV antibiotics. The site was showing good signs of tissue granulation and patient is currently awaiting a heart transplant.